Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following an evar procedure, an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance while attempting to advance the bypass tube into the sheath hub. The physician commented there was no slit in the hemostatic valve and was unable to advance the bypass tube through the sheath hub. The physician did not complete manta training, this was his fourth deployment. No representative or clinical support was present for this case since it was scheduled over the holiday (associated to another MDR). The first 18f manta device and sheath were removed from the guidewire and a second 18f manta device and sheath were opened and deployed. The physician noted the second device worked but did not seat down all the way; and decided to do surgical cut down and repair the vessel. During the surgical intervention, manta was seen outside the vessel; and the physician mentioned "this may have been a little my fault, but I stopped pushing down the plunger when I felt resistance." Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is due to user error. When the physician felt resistance while inserting the manta closure unit into the sheath hub and noticed the manta closure unit was not seated properly within the sheath hub, the entire manta system should have been removed and replaced with a new manta system. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the IFU. As indicated in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Additionally, the IFU precautions: the manta device should only be used by a licensed physician or healthcare provider trained in the use of this device.

Event description:
It was reported that: the doctor reported "manta came up where there was no slit in the sheath valve. And then one worked but didn't seat down all the way so had to cut down and repair." Additional information on 05jan2023: during an evar procedure on (B)(6) 2022, the physician reported that "case overall went well but same issue with one of the manta came up where there was no silt in the sheath valve (related to another complaint). And then one worked but didn't seat down all the way so had to cut down and repair (related to this complaint). The second one may have been a little my fault , but I stopped pushing down the plunger when I felt resistance."

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical record risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the doctor reported "manta came up where there was no slit in the sheath valve. And then one worked but didn't seat down all the way so had to cut down and repair." Additional information on 05jan2023: during a evar procedure on (B)(6) 2022, the physician reported that "case overall went well but same issue with one of the manta came up where there was no silt in the sheath valve (related to another complaint). And then one worked but didn't seat down all the way so had to cut down and repair (related to this complaint). The second one may have been a little my fault but I stopped pushing down the plunger when I felt resistance."